Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) was above 500 mg/dl. Reportedly, the customer went to the emergency room where customer's bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.